Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Due to repeated occurrences of the malfunction and the pump being out of warranty, technical support decided to replace the pump.